Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the provider stated during surgery they felt like the cause of the crystallization and inability to aspirate the catheter was due to the medication concentration. The provider left the old catheter and placed a new one. The patient's pump was replaced due to medical judgement.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 12000 mcg/ml at 82 mcg/day via an implantable pump for spinal pain indications. It was reported that the pump was replaced on friday partly due to "crystallization" that had occurred and it "looked like they weren't getting meds." Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that patients¿ catheter did not aspirate during pump revision surgery. Provider chose to replace the catheter, and since the patient was going home same day, and was previously on a higher dose, provider wanted pump programmed to minimum rate. The event was assumed to be resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type catheter; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial #: (B)(6), ubd: 13-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider via a company representative, who reported, that the cause of the crystallization and inability to aspirate the catheter was not determined.